Event description:
The consumer reports that post implant a realize adjustable band, after one fill, the band tubing became disconnected from the injection port. A port revision surgery was scheduled for (B)(6) 2011. The consumer refused to disclose any further information.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.